Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) of 389 mg/dl and an insulin occlusion alert while using an inset infusion set. The agent guided the user through checking for kinks, bubbles, or leaks and performing a fill tubing test to confirm insulin flow. The user cleared the alert, insulin delivery resumed, and bg began decreasing during the call. Bg was corrected after clearing the occlusion. The user's reported symptoms during the event included sweating. No medical intervention was required at the time of call.